Manufacturer narrative:
Additional information is provided in d.10., d.11., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. The nonconforming laser indirect ophthalmascope (lio) optical fiber was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lio optical fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when the laser was turned on to test there was no laser in the optical fiber. There was no patient involvement.